Event description:
Information received from the field does not address the patient's clinical status but notes that the device auto- matically switched to aai mode. After the software was downloaded the device was programmed to ddd mode, but when the telemetry wand was removed, the mode reverted to aai.